Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical pump had a force sensor error. No adverse patient effects were reported.

Manufacturer narrative:
This MDR was generated under protocol b10009406, as a result of warning letter cms# 617147. Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information: h10 the device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, there was a broken ear clip and cracked right plunger case. During functional testing, the device was found to fail force sensor test at power up, the force sensor count spikes intermittently with no pressure applied. It was found that the cable was starting to pull apart from the sensor. The force sensor was replaced and the plunger cable was replaced as preventative maintenance. Following part replacement and preventative maintenance, functional testing was performed and the device passed. It was concluded that the root cause of the reported issue could not be determined. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information: h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Corrected data: correction: g1 and h6.